Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reviewed the logs and wheel status. Fse found that the hirose fiber rates had fallen below the threshold on axes controller platform (acp) 4 upstream. Fse replaced 3 hirose fiber cables to resolve the reported issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer experienced an issue with universal surgical manipulator (usm) 1. Usm 1 was faulting, and after the cases, when using sterile stow, usm 1 would float away. System logs showed no usm 1 associated errors. The procedure was completed with no reported injury.